Event description:
Customer advised of product complaint--issue transpired four months ago approximately--((B)(6) 2010). The cryocyte bag had been frozen for approximately a month; prior to freezing, everything was fine with it. As a result of being taken from the freezer, there was no frost and nothing different from the lab's point of view; however, the stem that connects to the bag broke off. Patient was present during issue discovery. Customer was able to salvage by following the salvage process and still able to infuse patient with no issues.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered. There have been no reported negative clinical consequences for the patient. As in all cases of cryocyte bag breakages during storage there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. (B)(4). A follow-up report will be submitted following evaluation of the sample.

Manufacturer narrative:
(B)(4). The sample was received and evaluated at baxter manufacturing facility, where the complaint was confirmed. Visual evaluation of the sample noted that the donor tube was broken off. The evaluation provided no signs of a pull-out of tubing failure. A batch review indicated that there were no issues or deviations during manufacturing. All units are 100% visually inspected and 100% pressure tested prior to sterilization. In addition, quality performs an s-3 inspection per batch for in-process finals. According to baxter manufacturing facility, there is no evidence that the incident was related to assembly or the process at the facility. The root cause of the issue could not be identified. This product is end of life. This complaint will be kept on file for trending purposes.